Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.4, 2nd inr: 3.7, mean: 3.55, sd: 0.21, %cv: 5.98. Since 5.98% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. The 2.7 and 2.1 inr are excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Data analysis on cv% calculation from comparison test data provided by end-user revealed inratio and repeated test values are within precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. As of 01/06/2010, seven discrepant result complaints were reported for lot #220444 yielding a complaint rate of 0.032%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
(B) (4).